Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 511 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia vomiting and chest pain. In addition, the patient reports their stomach and head hurt. It was reported while the patient was attending a diabetes summer camp their settings were adjusted for a more active routine but was not readjusted once they returned home from camp. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was in the hospital for 3 days. The patient reports their settings were adjusted by their doctor after this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.